Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was back in september the pt got real sick and was put in the hospital for 10 weeks. Pt found out the stimulator in their back caused a staph infection and pt had the ins removed for it almost killed them. When asked for explant date pt did not know. Pt noted one hcp put the implant in and another hcp removed the ins. Pt spent 2 weeks in the hospital and was then sent to recovery center where they put in a PICC line into the main artery to their heart (in background ps thought they heard pt say they were given antibiotics). Pt no longer had their stimulator and again they had to go to pain management. Pt noted their infection was imbedded into their spine so they had to cut it out (ps understood ins). Pt was terrible pain from what they went through and pt was still in pain and still saw an hcp. Pt noted they had bad pain in back and left leg that was not going away for pt had still not covered from it. It crippled them up and that was terrible for it was the most terrible things. The hcp noted that after the infection to the pts back they stated the ins was absolutely what caused the infection. Pt got out of hospital on october 16th then 1 month later the pts wife died.

Event description:
Additional information from hcp stated that patient had an infection due to the stimulator and it was removed without any other medi cal/procedural complications. Office was not aware of anything being cut out. Patient did have a lot of pain but office was not aware of pt being crippled at any point. The device status was unknown. Patient was given antibiotics which resolved the infection. Patient¿s weight at the time of explant was 180 lbs. No additional information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.